Event description:
Clinic notes were received for a patient¿s vns referral. It was provided in the notes, that the patient has previously had an increase in seizures, when the battery was getting low. An estimate of battery life calculation indicated the battery would have been expected to be depleted as-of approximately august 2013. Follow-up from the provider indicated that it is unknown if the increase in seizures was higher than before the patient had vns. The provider also stated it was unknown if the increase in seizures was being caused by vns therapy.